Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2023-04397, 2017865-2023-04398. It was reported that the patient presented with infection and vegetation. The physician explanted the system ¿ pacemaker, right ventricular lead and atrial lead. The system was replaced with pacemaker, right ventricular lead and atrial lead on (B)(6) 2023.

Manufacturer narrative:
Further information was requested but not received.